Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medwatch report #: (B)(4). Report source other: medwatch report. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of component damage was received from the customer. One sample was returned for investigation. Through visual inspection, no damages could be seen to the set. However, the tubing had separated from the blue safety clamp. Separation was confirmed as a defect for this set. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A trend for the separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of this set and prevent future occurrences of this type. As part of the action plan, changes to the solvent dispensing process have been implemented. Due to no lot being provided, it cannot be determined whether or not this lot was manufactured prior to the changes being implemented. Investigation conclusion: customer complaint trends will also continue to be evaluated on a monthly basis. Root cause description: the root cause for this defect is an insufficient amount of solvent applied to the two components. Rationale: a CAPA and sa have been completed for this defect on material 2420-007. It cannot be determined if this set was created prior to corrective action implementation due to no lot number being available.

Event description:
It was reported that as lvp 20d 2ss cv tubing broke. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that when placing the IV tubing into the pump, the tubing broke.